Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported unrelated surgical intervention in his neck area near the cervical lead incision site occurred on (B)(6) 2016. Subsequently, the patient observed a clear orange color fluid draining from the upper incision site. Reportedly, an additional surgery took place during which time the incision site was opened, cleaned, and stapled back together. The patient is on antibiotic treatment at this time.